Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (600s mg/dl) and insulin injections were administered. The cause of the high bg was not known. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.